Manufacturer narrative:
Insulin pump was received with critical pump error due to moisture damage on electronic assembly. No unexpected a broken force sensor was detected during seating or regular delivery or device software error noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error alarm. Blood glucose at the time of the incident is unknown. Troubleshooting was performed. The customer indicated she was swimming prior to the alarm occurring. The customer did receive another error alarm prior to the critical pump error alarm. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.